Event description:
The patient was complaining of pain from a screw originally implanted in 1996; exact date was not available. The fracture was fully healed and the surgeon was removing the screw on (B)(6) 2013. After the screw was successfully removed with a spare reamer tube, the surgeon noticed a fracture on the tube. While trying to remove the bone and screw the spare reamer tube broke. Breakage occurred outside the patient with no delay or impact to the surgery or patient. This complaint is on the unknown screw removed due to patient pain. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown screw, part and lot numbers are unknown. PMA/510(k): without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.